Event description:
It was reported to medtronic neurosurgery that the device was explanted as it was not working properly.

Manufacturer narrative:
The returned valve was patent and met the requirements for siphon, reflux, leak, pressure-flow, and preimplantation testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).